Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue cap (female connector) and the light blue portion (main body) of a minicap extended life pd transfer set; further described as ¿the dark blue cap became to turn and come loose¿. It was further reported that ¿the dark blue cap twisted entirely away from the light blue portion¿. This was observed during set up for peritoneal dialysis (pd) therapy and prior to use of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.